Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An visiflex bifurcated was implanted to treat an abdominal aortic aneurysm. At the 10 year follow-up a possible type ib endoleak on the patients left side was discovered. However during a diagnostic angiogram there was no endoleak or device failure found. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. It was reported that a diagnostic angiogram was performed. The diagnostic angiogram found no endoleak or device failure. There was no alleged device deficiency rather the diagnostic angiogram was performed to rule out the presence of an endoleak. Procedure related harms and final patient disposition could not be ascertained. Reportedly, the patient didn't need the repair, since no leak could be identified during the angiogram procedure. To date there has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).